Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an impella 5.0 for mechanical circulatory support. During support, the patient experienced bleeding in the lung and required a transfusion of red blood cells. Heparin was withheld. It was reported that the patient survived normal explant of the device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.